Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer stated that they had no delivery alarm. The customer's blood glucose was over 400 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with the insulin pump. The customer stated that they had low blood glucose of 63 mg/dl due to overbolusing and treated with candy. The customer declined to troubleshoot. The insulin pump will not be returned for analysis.